Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), and product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), and UDI#: (B)(4). H3:analysis of the 97745 programmer (ptm) (serial number (B)(6)) revealed corrosion/liquid damage causing no power. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) and a manufacturer representative (rep) regarding an external device. It was reported that the software problem message (1 intellis 2 3.63 243 4"of_port" displayed on the controller and the issue began yesterday. Caller noted they notified a rep of the issue and the software problem message didn't resolve. The rep reported that the controller froze and trouble shooting was removing the battery and replacing it after 30 seconds. The pt rep removed the battery pack and plugged the controller into the ac power supply cord; callerconfirmed controller powered on. Caller noted the memory problem message displayed then caller adjusted the date and time settings. Caller noted the controller screen was frozen on the time settings and caller tried pressing the up and down arrow keys but the controller was still frozen. Caller noted this would happen and after 1 minute it would default to the software problem message. Caller denied damages on the ac power supply cord and controller charging port. The issue was not resolved. No symptoms were reported. 2022-08-01 (B)(4) (rep): patient rep called back stating they were sent a new controller and when they go through the process of setting it up and they go to connect the recharger they get no device found. Caller verified the implant battery had been discharged for about a week. During call ps walked pt through passive recharge mode and the implant battery was recharging excellent. Troubleshooting resolved.